Event description:
The complaint was initially flagged for a possible spring cage fault along with a possible som failure. Upon start up, both indicator lights flashed yellow and a minor pump problem alarm was present. The alarm was cleared out and testing was performed. The pump was tested using the final acceptance testing procedure. The test was performed multiple times with each test producing a passing result. A log file review was preformed in an attempt to identify the minor pump problem error. Upon review of the files, it was confirmed that the pump was experiencing a processor hardware failure. Further inspection of the logs indicated that the programing was not loading the expected software version and was instead loading the previous version. In regards to the potential spring cage issue, no mechanical faults were observed during operation. The spring cage and the fva assembly were removed and inspected for other signs of physical or electrical defects, but no defects were observed during this action. It is believed that the spring cage fault could be the result of a possible software bug. This software bug has been identified and will be addressed in a future software release.

Event description:
Pump problem alarms reported. Preliminary evaluation of the device logs indicates that this is a mechanical hardware failure (av spring cage). This did not stop an active infusion. As a conservative measure, fresenius kabi is reporting this due to the reported technical issue. No adverse event. Further information is needed to complete the investigation.